Event description:
It was reported that a patient had passed away. The patient was last seen a few weeks earlier. The cause of death and date of death are unknown. It was stated that the patient was found in the yard and was doing yard work. Attempts were made for further information however no further information was received to date. No additional relevant information was received to date.